Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse observed the ise buffer valve was sticking causing intermittent dilution issue leading to erroneous results. The fse replaced the ise (ion selective electrode) buffer valve to resolve the issue. Patient demographic information was not provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported ongoing issues from 20january2022. On 24january2022 the dxc 700 au clinical chemistry analyzer had intermittent erroneous high ion selective electrodes (ise) results including sodium (na), and chloride (cl) results. No change in patient treatment associated with this event. Customer did not provide patient demographics. Customer provided patient data for one (1) patient sample.